Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device remains implanted. Therefore, an evaluation on the device cannot be performed. An imaging evaluation on a medical image received is currently being conducted. Further investigation is being conducted and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a 30 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). Following an otherwise unremarkable procedure, the patient suffered from urinary tract retention postoperatively and a transurethral urinary catheter was used to facilitate bladder drainage. However, there was urethral bleeding after multiple catheter insertion attempts, indicating tissue trauma. Subsequent to catheter removal the following day, the patient reportedly developed fever and experienced chills. Urine and blood samples were taken and laboratory results showed an increased c-reactive protein value. Additionally, covid 19 and influenca tests were performed but showed negative results and in the end it could not be determined if the symptoms were indicative of a flu-like or a urogenital tract infection. Between (B)(6) 2025, the patient received intravenous and oral antibiotic treatment resulting in a reduction of infection parameters. Post implant, the patient also received antiplatelet medication. However, transesophageal echocardiography (tee) imaging on (B)(6) 2025 reportedly showed a thrombus on the left occluder disc and the therapy was changed to anticoagulant medication prior to hospital discharge on (B)(6) 2025. During the following days, the patient was reported to have experienced severe transitory ischemic attacks and was admitted to another hospital. A blood test for thrombophilia was reportedly not performed before implanting the gore® cardioform septal occluder device.

Event description:
A blood test for thrombophilia was reportedly not performed before implanting the gore® cardioform septal occluder device. However, the patient reportedly underwent further testing in a different clinic and results revealed that the patient was a non-responder to antiplatelet clopidogrel medication. The thrombus regressed entirely after prolonged marcumar treatment and the patient was reported to have been well.

Manufacturer narrative:
B5, describe event or problem: provided supplemental information. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed: h6, component code: replaced g07003 with g04088. Added g04027. H6, type of investigation: added b20, b14, b11. H6, investigation findings: replaced c21 with c19. Code c19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device remains implanted. Therefore, an evaluation on the device could not be performed. H6, investigation conclusions: replaced d16 with d15. Imaging evaluation summary: an ultrasound image was returned to gore. During the subsequent imaging evaluation, the following was found: in the echo image, a gore cardioform septal occluder can be visualized. The device appears to be well apposed to the septum but without additional imaging, this cannot be confirmed. There is an area on the left atrial disc posteriorly that is visualized as the area of concern. With the limited imaging provided, it is unclear if this is contained within the fabric or if it is on the exterior of the device.